Manufacturer narrative:
The event of capsular contraction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contraction (baker grade unknown).

Event description:
A healthcare professional reported capsular contraction (baker grade unknown). This relates to left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Yellow particles observed on the device. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported left side capsular contraction baker grade unknown. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
A healthcare professional reported capsular contraction (baker grade unknown). This relates to left side. The device has been explanted.